Manufacturer narrative:
The needle was not returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. Without investigation of the product, the complaint could not be confirmed and root cause could not be determined. The case was completed with no injury to the patient.

Event description:
It was reported that three iceforce needles were used for a cryoablation procedure. During the freezing cycle, the patient experienced twitching. They then thawed with no issues. The twitching occurred again during the next freeze cycle. The doctor administered lidocaine to continue the case. The case was completed and the patient was not injured. The needle will not be returned.